Event description:
The device was removed due to "insufficient rigidity". As reported to co, the pump, cylinder(s) and some assembly kit component(s) only were removed and replaced; leaving the reservoir component. Catalog #9075k. Serial #162171 inplace from the initial implant surgery.

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 4/11/94 and revised on 12/6/96 due to "insufficient rigidity." A pump and two cylinders were returned for evaluation. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. Examination and testing on the returned components revealed no functional abnormalities. Based on this qa concluded that no functional abnormalities contributed to the reported event. Because the limited info received does not indicate what factors may have contributed to this occurrence, qa is precluded from determining the cause of the "insufficient rigidity."